Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be interrogated by the programmer because communication could not be established between the pulse generator and the programmer. It was noted that the patient had been lost to follow-up. The same programmer was tested for use on another device, thus there was no malfunction on the programmer. The patient was in stable condition. Device replacement was discussed.